Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine (concentration was reported as "25") at 15 mg/day for non-malignant pain. The patient heard a critical alarm. The patient was scheduled to be refilled on (B)(6) 2016, but his refill said that he was due on (B)(6) 2016. Due to miscommunication the patient had missed a refill appointment. The pump was refilled on 28-mar-2016. There were no symptoms reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that the patient was receiving morphine (13.9 mg/ml, 25 mg/day) via an implantable infusion pump. It was alleged that the pump was alarming in 2017. The healthcare provider (hcp) wrote down the refill date wrong and the patient did not notice the once an hour beep. The patient noticed the alarm when it started beeping every ten minutes. The patient contacted the hcp on a friday and was told the pump was empty. The patient could not get a refill on friday and was advised to go to the emergency room if he went through withdrawal. The patient's primary doctor wrote him a prescription since he could die if he went into withdrawal. The refill appointment was moved from tuesday to monday and the hcp said the pump was empty. The hcp refilled the pump a week after it was empty instead of a week before. There was no reported symptom. No further complication was reported.